Manufacturer narrative:
Results, conclusion: stent deformation, stenosis, calcification and tortuosity. (B)(4).

Event description:
Physician was attempting to implant one endeavor resolute drug-eluting stent (3.50mm x 24mm) to a calcified lesion in the lcx with 90% stenosis and vessel tortuosity. The lesion was pre-dilated. The device was inspected before use with no issues noted. An attempt was made to advance the device, but the stent could not cross the lesion due to calcification and tortuosity. No resistance encountered at the lesion. No patient injury was reported. The device was returned to the manufacturing facility and analysis revealed damage to the stent. Evaluation summary the distal tip was damaged. Initial mandrel movement failed due to a blockage in the inner lumen. The blockage could not be removed. The 1st, 2nd and 3rd proximal stent segments were deformed with numerous struts raised and pulled distally. A number of struts on the 13th and 14th proximal segments were partially raised and deformed. The remaining segments were intact. There was blood visible in the inflation lumen and balloon. Negative prep did not detect a leak. The balloon was inflated to rated burst pressure (16 atms) and maintained pressure with no leak detected. The patency mandrel was removed to check for a leak in the inner lumen, the balloon maintained pressure and no leak was detected. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).